Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded cartridge with cold insulin and did not perform the cartridge air removal step. Tandem technical support educated customer regarding cartridge/insulin labeling. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 154 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.